Event description:
It was reported that during a device change out procedure, it was noted that the lead insulation was abraded. The lead exhibited no electrical anomalies and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.